Event description:
It was initially reported that after a da vinci-assisted paraesophageal hiatal hernia repair and sleeve gastrectomy procedure, the patient experienced post-operative complications and returned to the emergency room for a proximal staple line leak about a week post-operatively (date unspecified). This event is associated with the second of four robotic procedures performed by the surgeon on (B)(6) 2021. Post-operatively, a leak test was performed and the patient underwent CT imaging to confirm the location of the leak. The patient underwent a laparoscopic re-operation, had additional sutures placed to oversew the staple line leak, and a drain was placed.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported post-operative complication cannot be determined. The stapler instrument and reloads were discarded by the site and are not available for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The stapler logs show that sureform stapler 60 instrument (part #(B)(4), lot #l91210825-0043) was installed 6 times and fired 6 reloads (1 black followed by 5 blue). All firings were completed per the logs. Firing #2 and #5 had 1 pause for compression, the rest had no pauses. There were no incomplete clamps by this instrument. No images or video clips for the reported event were submitted for review by the site. Blank md fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of ¿staple line leak a week post-operatively¿, which could potentially be related to a product problem. B1 updated from "adverse event" to "adverse event and product problem". Other updated information can be found from the following fields: annex a and annex f.

Event description:
Refer to h10/h11 for follow-up information.